Event description:
It was reported that pump experienced malfunction with non-resettable malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump to maintain insulin delivery, was instructed to place malfunctioning pump in storage mode, and was advised to return pump within 10 days using provided shipping materials; technical support confirmed shipping details, advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device, and arranged shipment of replacement pump under warranty.